Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad cover was torn at the up and down arrow buttons, the up and down arrow buttons were intermittently unresponsive, and the buttons required multiple presses to elicit a response. The reporter stated that the keypad damage and tactile changes occurred at the same time. It was also noted that ¿it was almost like the buttons were sticking¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: investigation revealed that the up arrow, down arrow, and contrast buttons all were intermittently responsive and required multiple button presses. The ok button responded properly. The keypad was torn and exposing button contacts. Contamination was observed under all of the button contacts. Unrelated to the complaint, it was investigated that there was a crack near the battery compartment, but no evidence of moisture damage was observed. The text was observed to be dim, discolored and difficult to read. The dimmed display screen was replaced with a new screen for testing. Once completed, the test screen was fully functional and fully illuminated with no visible signs of fading or discoloration of text.